Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the elevator wire channel of the subject device tested positive for bacillus spp. Mesophiles (1cfu/endoscope). The testing result was target level in the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel : enterobacter cloacae (112cfu). The auxiliary water channel : enterobacter cloacae (>200). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.